Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. There was no reported impact to the customer's blood glucose level. Reportedly, the pump settings were missing after the reset occurred. The customer declined to provide further information regarding the event.